Manufacturer narrative:
According to the field, the ICD was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an induction test, a shock was delivered but did not covert the rhythm. Afterwards, code 1005 was declared which is indicative of an open circuit being detected during shock delivery. A high out of range shock impedance measurement of greater than 125 ohms was also noted. A second shock was delivered which did convert the patient, but another high shock impedance measurement was recorded. Surgical intervention was performed and the implantable cardioverter defibrillator was explanted. No additional adverse patient effects were reported.